Manufacturer narrative:
The returned valve was patent. It met the requirements for pressure-flow and pre-implantation testing. However, it did not meet requirements for siphon, and reflux testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid siphoning and reflux. The instructions for use (IFU) that accompany the device caution that shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris. The valve also did not meet the requirements for leak testing due to a tear in the top of the reservoir. It is unknown how or when this damage occurred. The IFU that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was implanted for hydrocephalus. During the implant surgery, after connecting the catheters to the valve, there was cerebrospinal fluid leaking at the end of the valve when pressing the reservoir. According to the report, the valve was replaced with a new one to complete the surgery and the patient was doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.